Event description:
On november 21, 2016, the manufacturer was notified of the following: the patient is returning to the hospital 6 months after a perceval implant due to a paravalvular leak. The patient is scheduled for a reoperation one month from the notification date. On (B)(6) 2016, th manufacturer was notified of the following: the perceval valve has been explanted on (B)(6) 2016. At explant, it was observed that the non-coronary cusp of the valve was not seated on the annulus, but above. No deformation was observed. The patient was then implanted with a perimount magna ease size 21 valve. The surgeon has noted that the patient has an asymmetrical annulus. When the perimount valve was implanted, again the annulus below he valve on the non-coronary cusp was visible.

Manufacturer narrative:
Corrected data: manufacturer name, corrected data, initial MDR reported incorrect address for the manufacturer of this valve contact office, corrected data, initial MDR reported incorrect address for the manufacturer of this valve the device was received for analysis: the complete manufacturing and material records for the perceval heart valve, model icv1208, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model icv1208) perceval heart valve at the time of manufacture and release. Gross examination revealed a pliable bioprosthesis with some fibrous pannus on both prosthetic sides. Pannus tissue overgrowth into the inflow lumen caused a low degree of stenosis. There was no evidence of calcification or endocarditis in the returned valve. Histological analysis identified some inflammatory cells inside the thrombus that was visible on the samples.